Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently delayed after multiple forceful attempts and has affected customer¿s insulin therapy by delaying bolus request on at least one instance. It was also reported that the button's unresponsiveness worsened over the last month. The customer's blood glucose level was in the 300s mg/dl range. The customer applied more pressure to the wake button to address the issue.